Event description:
County fire was on scene with the pt and performed manual CPR for a fair amount of time, and then the autopulse was placed. The pt had crashed into a light pole and 2 cars, however, there was minimal damage to the car, and no intrusion space. Reporter felt that there is no issue with the autopulse but wanted to take the conservative route and get the device checked. (B)(6) medical center (hospital) reports that the pt may have sustained add'l trauma from the device, including sternum, xyphoid and rib fractures, and maybe thoracic spine fractures.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll on (B)(4) 2012 and was analyzed. Visual inspection of the autopulse revealed a cracked top cover and cracked pt head restraints. These damaged components were replaced. The archive data analysis showed multiple alarm_ID 27 (encoder fault) which indicated that the encoder replacement was necessary. The pt's additional trauma (sternum, xyphoid, rib fractures, thoracic spine fractures) is attributed to the fact that manual CPR was performed by a firefighter that was quite large (about (B)(6)) performing very deep chest compressions. The other firefighter and the rest of the crew noted rib fractures while chest compressions were being performed. Manual CPR was performed before applying the autopulse.